Manufacturer narrative:
Device expiration date: unknown. Investigation summary: bd was not able to duplicate or confirm the customer¿s indicated failure as no item number, sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. The complaint was deemed as MDR reportable therefore a submission will be performed. Shall a sample or lot number become available, the complaint will be re-opened and an investigation will take place. This complaint will be closed at this time. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified number of an unspecified bd q-syte device experienced air bubbles/air in line and a q syte loose connection/separation/detached. The product defects were noted during use. The following information was provided by the initial reporter: the customer reported an issue. User facility has been informed of a material safety incident involving a q-syte bi-directional valve marketed by your company associated with a competitor's 1-way infusion set. The infusion set tubing broke cleanly at the q-syte valve, causing air to enter the line to the patient's catheter. Patient's current condition: occurrence of gas embolism. The patient experienced respiratory distress, but fortunately his vitals remained stable.